Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to find errors 252 and 32112 in the error logs. The fse replaced the spider cable, and the fiber cable, and the errors went away. The system was tested and verified as ready for use. The affected parts involved with this complaint are field scrap items and will not be returned to isi for further investigation. The fse later received a call from the site stating that the problem was still happening on universal surgical manipulator (usm) 2 and that they had to disable the usm to complete the case. The fse confirmed the issue in the logs and went on site for further troubleshooting. Ultimately, the fse replaced the proximal set-up joint (suj), the distal suj, and the universal motion controller (umc). The system was tested and verified as being ready for use. Isi received da vinci products involved with this complaint to perform failure analysis (fa) testing. The proximal suj was analyzed. The error was confirmed in the field via remote logs, and was replicated in house. The distal suj was analyzed and the error was confirmed. The umc was analyzed and the reported error could not be reproduced, however the errors was confirmed and verified via error logs and system logs. This umc unit was tested on a printed circuit assembly (pca) system, was programmed, and the system started at normal mode with no errors or failure message. It was verified all axes with no errors or failure. The unit was power cycled 10 times, sat idle for 20 mins, and all tests passed. The system was driven with no error message and no failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, non-recoverable errors occurred. The site had to restart the system. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs, which showed that errors 252 and 32112 occurred against universal motion controller (umc) 1. The tse advised the site that the errors could come back, and if they did, to disable universal surgical manipulator (usm)2. The procedure was completed with no reports of patient injury.